Event description:
Dexcom g6 sensor inaccuracy: 5:52pm g6 reading 112, finger stick reading is 75.

Event description:
Additional information received from reporter on 1/19/2024 for report mw5150490. Dexcom g6 sensor inaccuracy: g6 reading 165, finger stick reading 130. Dexcom g6 sensor inaccuracy: 7:22pm g6 reading 98, finger stick reading is 76. Dexcom g6 sensor inaccuracy: 8:12am g6 reading 100 with diagonal arrow down, finger stick reading at this time is 124. Did not calibrate because I did not catch this until g6 "jumped" back up to 115 at 8:17am. How is it that off, what if I compensated for a falling low blood sugar at 8:12am? My blood glucose was perfect and yet dexcom is telling me it is dropping, what exactly is dexcom measuring that makes it so off?

Event description:
Additional information received from reporter on 1/23/2024 for report mw5150490. Dexcom g6 sensor inaccuracy: 4:17pm g6 reading 74, finger stick reading is 104. Dexcom g6 sensor inaccuracy: 7:07pm g6 reading 92, finger stick reading is 62. Dexcom g6 sensor inaccuracy: 1042am g6 reading 125, finger stick reading is 194. I am replacing this sensor. New sensor lot # 5328772.

Event description:
Additional information received from reporter on 1/22/2024 for report mw5150490. Dexcom g6 sensor inaccuracy: 4:42pm g6 reading 90, 4:47pm g6 reading 87, finger stick reading at this time is 70. Now, 70 is within mard by 2mg/dl (anything under 69.6 would be considered outside mard and therefore I cannot calibrate according to dexcom). You can see how ridiculous this is, and if I would have done a finger stick at 4:42pm when g6 was reading 90 I probably could have calibrated because I guarantee you that reading would have been outside of mard. Absolutely ridiculous that this is considered "working". No, that is nonsense and dexcom is constantly reading 20+ points off, giving readings just within mard. I would compensate to mitigate a low more aggressively knowing my blood was at 70 compared to 90, so that is just wrong/dangerous to think it is acceptable to have such inconsistent/off readings. Also, this affects my ability to actually sense a low blood sugar. Maybe interstitial fluid is not a viable option for safe diabetes management, I don't know, but what I do know is that more accurate readings are required for safe/reliable diabetes care management, and dexcom has a problem with that. I pricked my finger, which hurt, so a medwatch report is warranted for all the world to be aware of how inaccurate this system is, because this is wrong; do better. Dexcom g6 sensor inaccuracy: 9:32am g6 reading 96 with a diagonal arrow going down, finger stick reading is 137. Dexcom g6 sensor inaccuracy: 10:47pm g6 reading 86, finger stick reading is 106.

Event description:
Additional information received from reporter on 24-jan-2024, for mw5150490. Where was the sensor located on the body? Abdomen. Did the patient experience any symptoms prior to and/or at the time of the event? If yes, what¿s the symptom? Typical low blood sugar. Was there any treatment provided to alleviate symptoms prior to and/or at the time of the event? Yes. Prior to the event did any of the following occur that could contribute to a discrepancy between the cgm and bg values? (Select all that apply). Rubbing/bumping/laying (compression) on transmitter (g7) no. Poor patch adhesion no. Using multiple bg meters during sensor session no. Dialysis: no. Critically ill: no. Expired test strips: no. MRI, CT scan, diathermy no. Not washing hands prior to finge stick no. Other please describe no. What it the pt's current condition? Type 1 diabetic. Was the bg value confirmed with a second measurement within a 5-minute period? Yes. Have there been similar inaccuracies with this sensor session? Yes. Prior to noticing the difference between cgm and bg, were calibrations entered? No. Did you calibrate the cgm after you noticed the difference? Yes. Did the calibration bring the cgm reading into the expected range? Yes. Was any acetaminophen taken? (E.g., tylenol, nyquil, dayquil)? No. Did the patient take hydroxyurea? No. To be frank, I ought to not be getting a replacement unless I actually replace the sensor, don¿t you think. So why in the world is a replacement even being processed / reviewed? It seems that with dexcom tech support the right hand has no idea what the left hand is doing, which is probably what warrented the unethical executive level decision to complement a "replacement limit", adding unnecessary stress to your customers (patients). Do you really think any diabetic actually wants to replace a sensor, that is a painful experience and requires hours of warm up time which cuts into real time knowledge of what the blood sugar is. What we want is reliable data to properly manage this curse of a disease. Wrap your brain around that. This is what I think you all are operating like, here is an analogy of dexcom tech support: imagine you're navigating a path to work every day, and there's this persistent, unavoidable rock in the middle that keeps tripping you up. One day, you stub your toe, and it's a mess, blood everywhere. Dexcom, in this case, provides a bandage, offering a quick fix for the immediate problem. However, instead of addressing the root cause by removing the rock, they tell you there's a limit to the number of bandages you can have. They insist on reviewing your walking path each time you need a new bandage. It's like they're saying, "sure, we can patch you up each time you hurt yourself, but we won't consider removing the obstacle causing the harm." It becomes clear that a more logical solution would be to eliminate the source of injury ¿ the rock ¿ rather than repeatedly relying on bandages for a wound that could be prevented altogether. Why is dexcom not removing the obstacle from my path (inaccurate/inconsistent blood glucose reading)? Again, I don¿t need a replacement sensor. Please don¿t waste company resources and instead pass this information along to the team who can work on actually improving the product, removing the obstacle altogether.